Manufacturer narrative:
H3, h6: the reported 4.5 mm healicoil sa pk anchor assembly, used in treatment, was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Four of the distal threads have broken off of the anchor and were not returned for examination. The area of the breakage is heavily burnished indicative of contact with the cortical layer of bone. These observations suggests the anchor was likely off axis during insertion. Per the device instructions for use ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during an arthroscopy, the anchor broke while it was inserted. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.